Manufacturer narrative:
The pump was returned and evaluated by product analysis on 06/21/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. The buttons do not have normal spring back or click. There was evidence of keypad adhesive found under all key contacts. DHR review- date of manufacture -11/11/2008, software version / revision -e3a, within specifications when released - yes.

Event description:
The patient reported that the up arrow requires multiple presses to activate a response and the down arrow responds quickly.